Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access pressure pod of a prismaflex m100 set approximately 10 minutes after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set access post-pump pressure pod. Visual inspection of the actual sample showed no anomaly. Underwater air leak testing was performed at 0.8 bar pressure and a leak was observed at the level of the access post-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to investigate and address this issue. Should additional relevant information become available, a supplemental report will be submitted.